Event description:
A (B)(6) female pt contacted zoll customer support to report that her belt connector was broken and the belt would not stay connected to the monitor. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged electrode belt connector) has been confirmed. As received, the trunk cable connector housing was broken. The connector locking nut was missing, which prevented the electrode belt from properly securing into the monitor. The root cause for the missing locking nut cannot be positively identified, but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.